Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient was inappropriately shocked due to noise on the lead. The noise can be reproduced when the patient paces. There have been no significant changes in lead testing values. This lead was capped and replaced on (B)(6) 2014.